Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the biopsy channel, the suction channel, the air/water channel and the auxiliary water channel of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(4) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing conducted by the user facility, unspecified microbes were detected as follows from the all channels of the subject device. The 1st time - 13 cfu/ 100 ml (unspecified microbes), 2nd time - 35 cfu/ 100 ml (unspecified microbes), and the 3rd time - 6 cfu/ 100 ml (unspecified microbes). The subject device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA) using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.